Event description:
The hospital reported an error that results in a loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture is unavailable at time of MDR filing. The distributor performed a checkout of the equipment and confirmed the reported complaint. The pressure switch was replaced to resolve the problem. Legal manufacturer: (B)(4).